Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii xenon light source has an error code b30, scope communication error, showing. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation, therefore the customer's allegation was not confirmed. The olympus representative in contact with the customer theorized the issue is from the customer not cleaning the scopes to 100% dry before loading scopes. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation.